Event description:
The pt's implantable neurostimulator (ins) battery was depleted. The pt was concerned because it lasted less than one year; her previous devices had lased longer. It was noted that impedances were fine and she was getting good stimulation where she needed it; she ran 2 programs at 5.7v each 24 hours a day; and she never turned it off. No pt symptoms were reported. The pt was encouraged to contact her healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.